Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that during a laparoscopic robotic nephrectomy procedure, the trocar was leaking with any 5mm instruments used in the trocar. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results of the (B)(4) found that the device (b) was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk; expiration date: unk; manufacturing date: unk. Leak test failed with test probe.